Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented for an explant procedure. Prior to procedure, it was noted that patient had an infection. The infection was identified by blood culture. The entire pacemaker system was explanted. Patient condition was stable.